Event description:
The clinic reported an autotest failure. Gambro technical services (gts) determined balance chamber valve vb3 was sticking in the open position. No patient involvement was reported.